Event description:
During an attempt to perform a left knee anterior cruciate ligament reconstruction utilizing on 7 x 30 acufex fixation screw and one 6.5 x 45 synthes washer and screw, the guidewire broke off on the bone approximately two inches from tip of the guidewire. The patient was returned to surgery the same afternoon for removal and was subsequently discharged on may 4, 1992device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.